Event description:
During the attempted deployment of the filter, it would not release. The doctor manipulated the filter and pulled back to get it to deploy. The intended placement site was the ivc, but the filter was deployed in the iliac. The doctor left the filter implanted. There were no pt injury reported.